Event description:
Dexcom g7 constant glucose monitor on samsung dexcom g7 app. Traveled to (B)(6). Dexcom worked for 2 days (had worked perfectly on previous trips) and then stopped working totally. Received error--country of residence issue, your dexcom country of residence is different from your phone's location. You must resolve this with dexcom technical support to continue. I immediately called dexcom technical support. Talked to first line of support, they couldn't resolve, then transferred to advanced technical support. Worked with tech (hope) to troubleshoot numerous things but nothing worked. Hope advised she had to pass the problem on to a dexcom expert, and would call me back. I never received a call back. I called the advanced tech support numerous times over many days, and always received the same message -- hope or someone would call me back. Again, I never received a call back from anyone. At that point had no blood glucose readings for days. Overcoming several problem including the language barrier and no vehicle, found a pharmacy that would deliver and bought a standard blood glucose testing kit. Before the trip, I added an extra dexcom sensor as a backup, in case something happened. But it was the application that failed. Upon returning to the united states, reloading the application fixed the problem. I spoke to the local dexcom representative, and he had no idea why the meter would not work in (B)(6). Nowhere in any of the dexcom instructions or documentation can I find anything that says it will fail when leaving the united states. Caused massive stress and unknown medical problems.